Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed that it completed first and second priming. Timeouts and drive stall were observed towards the end of pod operation data, that caused failure in deploying needle, even after completing the priming sequence. During pod rerun, timeouts got replicated. The actual cause of the timeouts and drive stall could not be determined. Bottom and middle batteries were measured to be slightly low. Shelf mode current was found to be higher than the specification limit that contributed to low battery power. It could not be conclusively determined if it linked to the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 75 mg/dl.